Event description:
Acclarent was notified on (B)(6) 2013, of an event during a sinus surgical case when acclarent balloon dilation technology were used. A (B)(6) female patient who was blind in her left eye underwent left frontal balloon sinuplasty utilizing acclarent 7x24mm relieva ultirra balloon. As the saline was being instilled, the patient moved slightly and the surgeon noted some right eye swelling. He immediately terminated the procedure. An ophthalmologist examined the patient and found normal intraocular pressure. Intraoperative decadron and ceftriaxone were given intravenously. The patient was awakened and the vision was intact with no change. The swelling quickly resolved. The patient was kept in the hospital for overnight observation and received additional intravenous steroids and antibiotics. She was discharged the next morning with no eye swelling and no vision change.

Manufacturer narrative:
Based on the information provided by the surgeon, vp of medical affairs concluded that the acclarent relieva ultirra balloon most likely was related to the eye swelling. The rapid resolution and lack of any other eye symptoms speak to the swelling be of preseptal location. The subject device of this report was not returned for evaluation, and its whereabouts are unknown. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.